Event description:
It was reported the sensing integrity counter had increased and short vts were seen in the interrogation. This caused the lead integrity alert to trigger. During the lead extraction procedure, the rv-lead broke after the hvb-part. The tip of the lead and the hvb-part stopped under the subclavian bone in the vena subclavia. The rest of the lead had to be extracted via a catheter in the cathlab. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) outer insulation bilumen tubing voids; proximal segment was returned for analysis. The lumen voids were most likely caused from clavicle rib crush. Rv cable has a breached depression in the tubing in the same area of the lumen voids which caused the distal coil and rv conductor to be shorting. Several conductors blood/body fluid (not obstructed), the distal conductor was stretched, and there was a depression on the inner tubing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): outer insulation bilumen tubing voids; proximal segment was returned for analysis. The lumen voids were most likely caused from clavicle rib crush. Rv cable has a breached depression in the tubing in the same area of the lumen voids which caused the distal coil and rv conductor to be shorting. Several conductors blood/body fluid (not obstructed), the distal conductor was stretched, and there was a depression on the inner tubing. (B)(4).

Event description:
It was reported the sensing integrity counter had increased and short ventricular tachycardia (vt) episodes were seen in the interrogation. This caused the lead integrity alert to trigger. During the lead extraction procedure, the right ventricular lead broke after the high voltage (hvb) part. The tip of the lead and the hvb-part stopped under the subclavian bone in the vena subclavia. The rest of the lead had to be extracted via a catheter in the cathlab. The lead was replaced. No patient complications have been reported as a result of this event.